Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that their blood glucose is too high and it will not allow them to calibrate. The customer¿s blood glucose was 568 mg/dl. The customer has treated with the pump and manual injection. Customer declined high blood glucose troubleshooting at time of call. The insulin pump will not be returned for analysis.